Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 352.254; synthes lot: h166947; supplier lot: na; release to warehouse date: october 12, 2016; manufactured by synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the visual inspection has shown that one of the four prongs of the received reamer head is broken off; the fragment was not returned for evaluation. Next to the broken prong is one prong strongly bent inward. This prong has also clearly visible stress marks. The cutting edges are in excellent, sharp condition without any visible damages. Dimensional inspection: due to the observed damages the relevant dimensions cannot be verified anymore. Drawing/specification review: the reamer / irrigator / aspirator (ria) surgical technique was reviewed and the following statement was found on different pages: "precaution: improper assembly can result in product breakage, which may lead to surgical delay, bone damage, and/or adverse tissue damage." Summary: the received condition does not agree with the complaint description; the reamer head is sharp as required. Nevertheless the complaint is confirmed as the device is not functional anymore due to the observed damages with the breakage and the deformation at the prongs. These damages, especially the inward bend prong, are an indication for an improper assembly during the reaming procedure. Because typically it is not possible to bend a prong inward when the ria drive shaft is inserted. It is assumed that the improper attached and then damaged reamer caused the complained blunt feeling as the load was not transferred. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrx. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a femoral bone graft harvest due to a second (2nd) stage masquelet , a sterile pack of a 14mm reamer/irrigator/aspirator was blunted, was unable to progress through the isthmus, and the surgeon had to drop down to an unknown 13mm reamer to complete the procedure. After changing of reamer head there was an easy progress on the procedure, however, the patient lost approximately 70g of blood (hb) due to prolonged reaming with irrigation running. The reamer head was not excessively large, filter only just yielded sufficiently grafted for defect. There was an unknown surgical delay, however, the surgeon was not able to see the clock and estimated the duration. The patient was stable after the operation. This report is for one (1) 14.0mm reamer head for reamer/irrigator/aspirator. This is report 1 of 1 for complaint (B)(4).